Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with approximately 280 units of insulin. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer reloaded the same cartridge and resumed insulin delivery successfully. There was no impact to the customer's blood glucose level.